Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify watchdog timeout alarm and audio/beep anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call of receiving a constant tone. Customer changed battery and received a watchdog timeout alarm. Customer's blood glucose was 186 mg/dl. Customer was not able to clear alarm due to insulin pump not functioning. Self-test could also not be performed. Customer was advised that insulin pump would need to be replaced.